Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. It was also reported that the pump touch screen was unresponsive. There was no reported impact to customer's blood glucose level. Customer declined a follow up with tandem technical support and no further information was obtained.